Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a drawer became jammed and would not open. The issue occurred when attempting to dispense a medication. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the retractor cable was faulty. A field service engineer replaced the retractor cable and the issue was resolved. The system functioned as intended after the field service engineer repaired the device.